Event description:
It was reported that the customer's insulin pump was filling more insulin than the programmed amount. The customer stated that this occurred twice. The customer's blood glucose was 137 mg/dl. Troubleshooting was done. Advised the insulin pump needed to be replaced. Advised the customer to replace the insulin pump with a new battery and zero out basal rates. Advised customer to revert to a back-up plan of manual injections per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.